Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 (B)(6) 2001, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2010. Previously administered products included for birth control: mirena from 2004 to 2006. Past adverse reactions to the above products included pregnancy with mirena. In 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device: fallopian tube- wrapped") and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, device dislocation and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date of birth: (B)(6) 1900. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: device was implanted correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent confirmation test". In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: date of birth: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: new pfs received- new events added: event injury updated with abnormal bleeding (general), she didn't underwent confirmation test. Product indication was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 (((B)(6) 2001, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2010)). Previously administered products included for birth control: mirena from 2004 to 2006. Past adverse reactions to the above products included pregnancy with mirena. In 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device: fallopian tube- wrapped ") and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, device dislocation and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date of birth: (B)(6) 1900. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: device was implanted correctly. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events per pfs: pregnancy, miscarriage, and device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.